Manufacturer narrative:
Manufacturing review of the cangaroo envelope device history record could not be completed as no lot number was reported. The instructions for use ((B)(4)) provided with the finished cangaroo envelope device lists infection as a potential complication associated with the procedure and the cangaroo envelope device. Although the exact cause of the reported infection event cannot be conclusively determined, infection is a known complication associated with the use of a cangaroo envelope and a surgical implant procedure. Should aziyo receive any additional details related to this event, a supplemental report will be filed.

Event description:
It was reported on 01/21/2021 by aziyo biologics' sales representative, that a cangaroo envelope (model: unknown; lot # unknown) was used in a generator change-out procedure in (B)(6) 2020 (specific date not reported). The cangaroo device was hydrated and cied pocket was flushed with antibiotics prior to implant. The patient developed an infection and was sent to (B)(6) and awaiting explant. No further details were available at time of reporting whether device had been extracted, or any information relating to aziyo cangaroo envelope model number / lot number. Physician believes that the reported infection is probably related to the cangaroo envelope device. No sample is available or anticipated at this time. Attempts to obtain additional information from the physician regarding this infection report have been unsuccessful up to time of this report. Should aziyo receive any additional information regarding this event, a supplemental report will be filed.